Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor screen was damaged. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) was unable to be confirmed. Upon investigation the monitor generated a pulse current and pulse voltage fault. Pulse current faults would prevent the high voltage capacitors from charging. The cause of the faults was improper seating of the interconnect pca board. The root cause of the improper seating cannot be positively identified. No adverse event resulted from the faults. The patient received a replacement monitor.